Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion. (B)(4). Conclusions code: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the lower port on the distal end of the sampling line strips easily when tightening. No patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on september 2, 2016. (B)(4). The returned sample was visually inspected. It was confirmed that the l-connector was cracked. Replication testing was performed on a retention sampling manifold line. The l-connector was over-tightened onto a port of the reservoir, which lead to the l-connector cracking along the part, in the same way as the returned sample. The cause is during setup of the circuit, the l connector had been overtightened, causing it to crack. A review of the device history record revealed no manufacturing anomalies. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.